Manufacturer narrative:
Analysis conclusion: the report of suspected thrombus, elevated ldh, and stroke could not be confirmed through this evaluation. Additionally, a direct correlation between the reported events and heartmate ii left ventricular assist system (lvas) could not be determined. It was reported via product detail that the pump was not explanted and will not return for evaluation. Stroke, device thrombosis, hemolysis, and death are listed as adverse events that may be associated with the use of heartmate ii left ventricular assist system and information regarding how to monitor and respond to such events can be found in the heartmate ii IFU. The IFU also provides information regarding anticoagulation, including the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2019, the patient presented to the hospital with a large right mca stroke. The patient's ldh rose from 664 to 831. During the event, the patient had no heart failure symptoms or hematuria. Treatment for the pump thrombosis was dipyridamole. A CT was preformed of the chest and abdomen on (B)(6) 2019. On (B)(6) 2019, the patient reported left arm paralysis, left sided facial droop, aphasic progressing to unresponsiveness. The patient was later intubated but family then withdrew care. It was presumed the pump thrombosis contributed to the large right mca stroke. The account reported the device operated as expected until it formed thrombus but delivered the appropriate flow until the end.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The account reported the patient had a embolic cerebrovascular accident. Computed topography (CT) noted to be localized in the middle cerebral artery (mca). The patient expired on (B)(6) 2019. No further information was reported.